Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID and weight not provided/unknown. Reporter's first name not provided/unknown. Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the hex tool and implant could not disengage. As a result, the implant had to be removed and the procedure was completed with another implant and tool. Tooth location 19.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.